Manufacturer narrative:
H6: investigation summary no physical samples were received; the investigation was performed based on the photo provided. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter : the patient was provided with disposable injection pen needles for daily insulin injection and reported needles in each box were blocked and could not be injected.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin. The following information was provided by the initial reporter : the patient was provided with disposable injection pen needles for daily insulin injection and reported needles in each box were blocked and could not be injected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.